Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or number ramping anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported a button error alarm. She also reported an unresponsive keypad. The customer's blood glucose was 430 mg/dl. She stated she had treated her blood glucose with manual injections. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.